Manufacturer narrative:
The service personnel noticed that the cable was damaged during service, the cable was immediately fixed. The system was never used for a patient case until the damage was corrected. There was no other user/staff injury or adverse event reported.

Event description:
Service personnel noted that cable from era(extended reach arm) to robotic drive damaged, during service.